Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported the moving arm of the laser abruptly descended while it was ready to carry out the treatment. The doctor inclined the patient' head to release the patient. Upon follow up, the femtosecond cut on the left eye was performed on a competitor laser five minutes after the incident. The left eye was then treated with the excimer laser.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer could not reproduce the reported event. However, the error message "patient release activated" was visible in the log-files. The distance between the covers was verified. The blue cover (case part) was very close to the grey moveable cover. Distance of about 1mm between the covers was created. It is likely that this was the origin of the problem. Control of the patient release function shows no problem. The base of the machine is horizontal - no problem found. Moving laser arm in z-direction slowly does not show any abnormalities. For the reported event, no unacceptable risk for the patient could be indicated because the residual floating range of 5.3 mm exceeds the maximum slippage range of the laser optics arm and therefore no higher force than intended (max. 6.0 n) could have been applied onto the eye which means no patient harm can be caused. The root cause could not be identified conclusively for the reported behavior. The reported event could not be reproduced. However, an accidental technical anomaly (by design the patient release is not activated by moving down the arm) probably because of friction of housing movement was temporarily too high is the most probable root cause. The manufacturer internal reference number is: (B)(4).